Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) could not be interrogated. It was noted that the programmer was displaying an 'out of range, telemetry noise' message. Technical services (ts) recommended several troubleshooting options; however, were still unable to communicate with the device. Ts also recommended a surface electrocardiogram to determine if there were pacing spikes, and recommended placing a magnet over the device to elicit tones. Additional information was provided that the device was unable to communicate with any programmer and was therefore successfully replaced, and was returned for analysis. To date, there have been no reported adverse patient effects related to this clinical observation.